Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter issue first started on (B)(6) 2015. The patient does not administer medication to manage his diabetes. He reported that he followed his usual diabetes management routine following the start of the alleged issue. He claimed that an unknown time after the start of the issue, he developed symptoms of "headache [and] shaky". He reported that he self-treated his symptoms with food and/or drink. He also reported that on an unknown date and time, he tested his blood sugar levels using another meter and obtained a result of "45 mg/dl". At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the product. The cca also noted that this was a recurring issue. The patient confirmed that the meter had been charged until the charge complete message appeared. Based on the customer testing frequency, the meter's battery did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.